Event description:
The reporter complained that if ac power is removed while the device is powering up, a service indicator will illuminate and the device will intermittently cease to function. There was no report of pt use associated with the observation.